Event description:
It was reported that the spindle cap of the indirect decompression spacer separated from the implant body after disconnecting from the inserter during an initial implant procedure. The damage to the device was confirmed with imaging during the procedure. All pieces of the spacer were removed from the patient, and the procedure was completed with another of the same device.

Manufacturer narrative:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to the deployment against resistance, such as bone, and/or manipulation of the position of the device by gear shifting the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that the spindle cap of the indirect decompression spacer separated from the implant body after disconnecting from the inserter during an initial implant procedure. The damage to the device was confirmed with imaging during the procedure. All pieces of the spacer were removed from the patient, and the procedure was completed with another of the same device.